Event description:
It was reported that during a da vinci-assisted procedure, a protruding screw broke from the force bipolar forceps instrument during removal of the arm from the patient, resulting in a fragment detaching and falling inside the patient. The fragment was retrieved during the same procedure, and no further complications were noted. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the instrument was inspected prior to use, and no damage or irregularities were noted. According to the surgeon, the issue occurred when a pin partially popped out while removing the arm from the trocar, which led to the fragment falling. The instrument had been in use for 11 lives before the incident, and no functional issues were observed during the procedure. There was no collision with other instruments or hard materials. The fragment could not be removed from the trocar directly, so the entire arm was removed instead, ensuring all fragments were retrieved. No additional surgical procedure was required, and no post-operative imaging such as x-ray or ultrasound was performed. The procedure was successfully completed robotically without patient injury, and the patient did not return to the hospital for any complications related to retained fragments.

Manufacturer narrative:
The force bipolar forceps instrument has been received; however, the failure analysis evaluation has not been completed at this time.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation:intuitive surgical, inc. (Isi) received the force bipolar forceps (fbf) instrument to perform failure analysis. The instrument was analyzed and found to have a completely missing distal clevis pin. This caused the tip not to move properly. The missing clevis pin was not returned with the instrument. Further inspection found the distal clevis to be indented, the grip cables to be derailed, and the conductor wire to be dislodged. Additional observation related to the customer-reported event was that the instrument was found to have multiple indentations on both ears of the distal clevis. Other components adjacent to this indented clevis show damage. The distal clevis pin is missing, the grip cables are derailed, and the conductor wire is dislodged. The instrument was found to have a derailed grip cable from its normal position at the force amplification pulley. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. Further inspection found the distal clevis to be indented, the distal clevis pin to be missing, and the conductor wire to be dislodged.